Event description:
Additional information received via a device manufacturer representative reported the patient¿s pump was originally going to be replaced but the patient had decided to get it explanted. The pump was to be sent in for analysis. The date of the explant was not known as of the date of this report. The drug being delivered via the device system was morphine (20mg/ml at 6.994/day). If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported a roller dye study was done and indicated the pump was functioning properly. There was no motor stall. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Event description:
It was reported there was a change in therapy effect; a pocket revision on (B)(6) 2015 occurred, where the pump was tacked down because it was reportedly loose. The device system was used to deliver compounded morphine. No further information was provided including the cause of the event, if there were any symptoms or how the patient was now doing. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).